Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site reg#. The unk abbott guide wire referenced in b5 and d11 is filed under a separate medwatch report number. Evaluation summary: the device was returned for analysis. The reported shaft kink was confirmed. The reported difficulty to position and difficulty to remove could not be confirmed due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to position and difficulty to remove. Factors that could contribute to difficulty to position (guide wire) include, but are not limited to, material damage, interactions with procedural contaminates on the guide wire, interactions with other devices and inadequate support during advancement. Difficulty to remove (guide wire) can be affected by numerous factors including, but not limited to, material damage, interactions with procedural contaminates on the guide wire, interactions with other devices and inadequate support during advancement. The reported shaft kink appears to be related to operational context of the procedure as it is likely the device kinked due to the reported force used during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, additional information was received: the returned device analysis identified that the guide wire used was an unspecified abbott guide wire and it was returned frozen in the 3.5x15mm rx multi-link 8 stent system. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the proximal left anterior descending artery. Resistance advancing a 3.5x15mm rx multi-link 8 stent system over an unspecified .014 guide wire was felt. Force was applied and the shaft became deformed, resulting in resistance during advancement and removal of the stent system from the guide wire. The stent system and guide wire were removed and the procedure was successfully completed with the deployment of an unspecified multi-link 8 stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.